Event description:
The customer reported while running an hcv assay, using a hand held intermec barcode wand, read a sample barcode incorrectly as "013q09218" instead of "013lq09206". No death or serious injury was associated with this event. Log files are under review by product support.